Event description:
It was reported that the implant was removed due to infection, bone loss, sinus perforation, abscess, aspiration, pain and edema. Implant in tooth site #15.

Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s title is not provided/unknown. G4: additional 510(k) number is k101880.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie received one implant for evaluation. Visual evaluation was performed. Returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors and possibly user caused. Therefore, based on the available information, a device malfunction did not occur. The returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.